Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; medtronic received the following information obtained from the journal article entitled; alfawaz et al, ann vasc surg 2021; 74: 237¿245. Https://doi.org/10.1016/j.avsg.2020.12.043 a2: mean age a3: mean gender d6: exact date of implant unknown. There were 6 perioperative deaths however there was no information to suggest any of medtronic device failures caused or contributed to the deaths. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted during the endovascular treatment of aaa on unknown dates. The following adverse events were reported: reintervention, lower extremity weakness, renal failure,occclusion and ischemia. The cause of the adverse events are undetermined.